Event description:
When the defibrillator discharged, less than the selected amount of energy was delivered to the patient. This opinion was based on the lack of expected patient muscular reaction to the defibrillator discharge.